Event description:
According to the reporter, an operator was shocked while performing a shift test on the device. The reporter indicated the operator observed a large flash and heard a loud pop when discharging the defibrillator into the paddle wells test load. No adverse effects were reported as a result of the alleged malfunction.